Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(6). D4: UDI #: (B)(4). On (B)(6) 2019, a returned product investigation was performed on the large contour cuff - dp, sb. The physical evaluation revealed that the returned cuff was leaking along the side seaming. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the large contour cuff - dp, sb was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hospital reported leaking cuff. No exact event date available. The failure was noted during surgery. There was no patient harm or delay to the procedure and an alternate device was available for use. No adverse events were reported as a result of this malfunction.